Event description:
The home patient (hp) contacted baxter's technical service center a system error 2240 alarm which occurred on the homechoice during use during dwell. The hp stated that the third bag was not fully connected, causing the alarm. The baxter technical services representative (tsr) explained that the hp needs to make sure all connections connected properly. The hp stated that they would. The tsr assisted the hp to cycle the power twice to clear the system error 2240 and cascading system error 2367 alarms. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that the loose connection was due to user error alone as he had not tightened the connection all of the way during set up. There were no allegations made against any of baxter's products. The patient's nurse had been contacted. Bps contacted the registered nurse on (B)(6) 2012. She stated that the patient had told her about the event, and that she spoke with the patient about the user error and proper procedures. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the use error in this complaint.